Event description:
It was reported that the last two weeks the dbs therapy has not been working well, noting that their dyskinesia has been "very off" and they have fallen about 38 times because of that. The patient mentioned that most of their falls have occurred in the morning. The patient added that one of the times they fell into water while the handset (a10e) was in their hand, and the handset was submerged in water. As a result, the handset no longer powers on due to the water damage. The patient was unable to check their dbs therapy settings because the handset would not power on, but they knew group b was active. Agent did not ask about the circumstances that led to the reported issue. An email was sent to the repair department to replace the handset. The patient was also redirected to their healthcare provider to further address the therapy issue. The patient stated that they have an appointment with their healthcare provider next week. Additional information received from the consumer reported they hadn¿t been able to adjust their therapy and had been falling a lot, split their forehead and knee open, and they broke their wrist. After receiving the new components, the consumer was able to increase their therapy.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: hh90d01, serial# unknown, implanted: product type: mobile platform. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their physician wanted them to get an MRI and another test of their neck and head because they had a fracture, and they wanted a manufacturer¿s representative (rep) to be present.